Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient experienced diaphragmatic twitching whilst lying in bed. Furthermore, no ra lead measurements could be seen and dislodgement was suspected. The lead was repositioned and remains implanted. Should additional information be received, this file will be updated.